Event description:
It was reported that the pump battery could not be charged with the tandem-provided charging cable, wall adapter and charging pad. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was able to charging the pump successfully with an alternate set of charging supplies.